Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was indicated that the operating system for the smart device was not a supported system, which is off-label usage of the device. It was determined that the signal loss was related to the mobile application. The patient stated they missed a low alert due to signal loss and went unconscious. The fire department was called to help and was able to stabilize her. No treatment details were provided. At the time of the report she stated she was doing fine. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.